Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4-2 failed due to a damaged bus cable. A field service engineer powered down the device, replaced the damaged bus cable, removed the rear cover of drawer 4, inspected and reseated all connections, secured all row board connections, and ran diagnostics. The fse performed full operational tests on both drawers 4-1 and 4-2, and restarted the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a hardware failure. The customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this event.